Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation for a distal femur fracture with the nail in question. There was interference between the nail in question and a non-synthes proximal aiming device. The surgeon inserted a 12 mm diameter long 160 mm nail with a generous size in the medullary cavity. During drilling, the proximal hole passed through but interfered when passing the distal hole. Several fine adjustments were made with the said device attached, and attempts were made to drill the distal hole, but it did not pass. The surgeon performed a freehand technique with a short drill. The surgery was completed successfully within a 30-minute delay. This report involves one rfna/12mm/160mm 10 degree bend/sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hwc. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.